Event description:
Same case as MDR ID # 2134265-2011-01418. It was reported that during a percutaneous alcohol septal ablation treatment procedure two balloon ruptures occurred. The target vessel being treated was located in the non-calcified and non-tortuous septal branch of the left anterior descending (lad) artery. The 8.0x2.00mm apex balloon catheter being used for pre-dilation was advanced to the lesion and on the first inflation it ruptured at 3 atms. During the same procedure another 8.0x2.00mm apex balloon rupture occurred at 4 atms. It is unknown which device was used first. The device was successfully removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the apex over the wire (otw) balloon catheter was received for analysis. There was blood and contrast throughout the guidewire lumen and balloon. A pinhole was found 0-1 mm distal of proximal markerband. Magnified inspection of the balloon material presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the pinhole. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification use error was assigned. According to the apex dfu it states "use the catheter prior to the "use by" date specified on the package". (B)(4).

Event description:
Same case as MDR ID # 2134265-2011-01418. It was reported that during a percutaneous alcohol septal ablation treatment procedure two balloon ruptures occurred. The target vessel being treated was located in the non-calcified and non-tortuous septal branch of the left anterior descending (lad) artery. The 8.0x2.00mm apex balloon catheter being used for pre-dilation was advanced to the lesion and on the first inflation it ruptured at 3 atms. During the same procedure another 8.0x2.00mm apex balloon rupture occurred at 4 atms. It is unknown which device was used first. The device was successfully removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.